Event description:
A customer reported when the main knife was used for the cataract phacoemulsification, there was no negative pressure suction, but the phacoemulsification handle and pipe fittings were unobstructed. It could be used normally after replacing the effusion box. No adverse effect on patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: 1. Loose blue luer fittings. 2. Damaged o-ring (ultraflow I/a (irrigation/aspiration) handpiece only). 3. Clogged tip. 4. Kinked or damaged tubing. 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely 2. Inspect o-ring and replace, as necessary. 3. Flush tip with sterile water or bss (balanced salt solution) sterile irrigation solution. Retest. Replace tip. Retest. 4. Check tubing and/or replace fms (fluidics management system). 5. Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).